Event description:
It was reported that the customer was admitted into the emergency room (ER) and subsequently, hospitalized with high ketone levels resulting in diabetic ketoacidosis (dka); cause was not known. Customer¿s blood glucose level was 360-361 mg/dl. Customer was treated with novorapid injection and released from the hospital on (B)(6) 2023, with the issue resolved. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.